Manufacturer narrative:
The returned driver was evaluated. Visual inspection found that the tip of the driver was fractured. The complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed with this event. As this failure is regularly occurring with known causes and impacts, a summary investigation was completed. Tip fracture of the driver likely occurs when the driver is over torqued or when force is applied off axis.

Event description:
It was reported that during the procedure the tip of the driver fractured, the tip was retrieved and an alternate device was used to complete the case. There were no reported patient impacts.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure the tip of the driver fractured, the tip was retrieved and an alternate device was used to complete the case. There were no reported patient impacts.